Event description:
It was reported patient underwent proximal radius procedure (B)(6) 2012, utilizing a non locking screw. When surgeon attempted to back out the screw, the head fractured off. A portion of the screw was retained in the patient.

Manufacturer narrative:
Lot number & expiration date - unknown manufacture date - unknown the product identification necessary to review manufacturing history was not provided. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. ("Depuy") on (B)(4) 2012 ("closing date"). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to torsional overload.